Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative (fsr) evaluated the device onsite and the unit runs fine at 21% but alarms at 30% and above. There was no fi02 reading on the uim.the fsr replaced the uim assembly and performed fi02 monitor calibration. The unit passed the leak test and operational verification checks. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela alarms for low fraction of inspired oxygen (fio2) but does not display the fio2 on the screen. Furthermore, there was no patient associated with the reported event.